Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that one of the coupl-lever came out of position. It was further determined that the device failed for general condition and check the attachment coupling. During service/repair, it was observed that the cylinder-pin had broken off. As a result, the coupl-lever came out of position. It was determined that the unit's motor was running a little loud and other component were worn, corroded, and had some debris on them. It was determined that the issues were consistent with improper handling and normal wear over time. The assignable root causes were determined to be due to improper handling and cleaning methods, and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the locking mechanism of the small battery drive device was missing one of the locking levers. During in-house engineering evaluation, it was observed that the cylinder-pin had broken off. As a result, the coupl-lever came out of position. It was further determined that the unit's motor was running a little loud. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.